Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient later complained of radicular pain. The surgeon determined via CT scans that the most cranial positioned implant was impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the cranial positioned implant with chisels as it was solidly fixed in bone. An additional implant of the same type was added in a more causal position to help fixate the si joint. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.